Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal three tampons fell apart inside her and she had to manually remove the tampon pieces.